Manufacturer narrative:
(B)(4). The reported death and thrombosis are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with an acute myocardial infarction with a closed off mid to distal right coronary artery (rca). The patient had a bleeding disorder, therefore plavix was not administered for the procedure. The 3.0 x 23 mm vision stent was placed first and the 3.0 x 12 mm stent was placed next, distal to the first stent. Both stents were implanted without issue and post-dilated with an unspecified 3.5 mm balloon, with a good result. The patient was transferred out of the cath lab. However, two hours post procedure, the patient died. Thrombosis was suspected, as due to the patient's bleeding disorder, plavix was not given. However, no autopsy was performed. No additional information was provided.